Event description:
It was reported that the zimmer air dermatome would not power up. Additional clinical follow up with the customer indicated that there was no patient involvement or injury associated with the reported issue. No other details were able to be obtained.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.